Event description:
It was reported that the patient stated the cassette sensor/latch ¿ lock sensor needed repair. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached/damaged. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and found a defective latch/lock sensor. The latch/lock sensor was also replaced.